Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. Event eval: still under investigation.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure, but the following info is provided as well; aaa outer diameter: around 45 mm, right ciaa outer diameter: around 19 mm, many blood clots in proximal neck, hyperpiesia. The procedure was conducted as labeled. The final confirmatory angiography showed occlusion in left internal iliac artery (iia) though a slight blood flow observed. The physician used another MFR's "balloon catheter", to push up the left iliac leg, but failed. The occlusion in the left iia was not resolved. There has been no pt outcome provided after the operation.